Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with high thresholds measurements and loss of capture. A lead fracture was suspected but was not confirmed. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded the same out of range impedance measurements and loss of capture. The physician experienced difficulty removing the lead, thus it was surgically abandoned. No additional adverse patient effects were reported.